Event description:
Healthcare professional reported, "defective leaking saline implants". Additionally, healthcare professional reported, ¿air could not be removed through tubing by syringe. Tried multiple times with different tubing. Also, saline could not be injected into implant¿. This record is for the unknown side. Device not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: not observed. As per the investigation procedure: creases were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: no observed. ¿broken/ damaged component: no observed. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, e1, h11.

Event description:
Healthcare professional reported unknown side "defective leaking saline implants." Healthcare professional additionally reported ¿air could not be removed through tubing by syringe ¿ tried multiple times with different tubing. Also saline could not be injected into implant.¿ device was not implanted. It is unknown if surgery was completed with an additional device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a (device not implanted).

Event description:
Healthcare professional reported "defective leaking saline implants". Device was not implanted. It is unknown if surgery was completed with an additional device.